Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 6 mm balloon was used for predilatation in the heavily calcified superficial femoral artery (sfa). There was no resistance during advancement to the sfa with the supera stent delivery system (sds). The sfa was estimated to be 5 mm in diameter. The deployment sheath partially tore when deploying the supera stent. There was no difficulty with the thumb advancer. Approximately 1/4 of the stent deployed when the sheath issue was noticed on fluoroscopy. The sds, with the partially deployed stent, was removed from the anatomy without resistance. There was nothing left in anatomy. This physician is trained on the supera stent and is a high volume user. Another supera stent was implanted without further incident. There were no adverse patient effects and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent sheath was not torn, therefore, the reported tear was not confirmed. However, the stent implant was partially expanded distal to the distal end of the stent sheath and the stent implant was tangled distal to the distal end of the sheath. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication of a product deficiency.